Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient was admitted to the hospital due to elevated blood glucose of 600 mg/dl and a positive ketone test confirming diabetic ketoacidosis (dka). The patient had used expired insulin and received manual insulin therapy during hospitalization. The patient experienced symptoms of illness and vomiting. The hospital stay was brief, lasting under 24 hours.